Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing open sores on his back under the lifevest. It was reported that these were bed sores due to the patient laying on his back while wearing the lifevest. The patient was prescribed a cream and a cleanser for the sores, and they were covered with bandages. During a follow-up it was reported that the sores were healing and were not as painful.